Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein 2 drg leads and the ipg were explanted. When attempting to explant the right l2 lead the lead was fragmented and the fragmented lead remains in the patient. Surgical intervention may be undertaken in the future to address the right l2 fragmented lead.